Event description:
At treatment of the left atrium was performed, and the svc isolation was performed by moving to the right atrium. After the isolation was completed, the blood pressure decreased, and effusion was confirmed in the right ventricle by echo, and drainage was performed. The volume 435 in the left atrium is quite large, and the right ventricle is also compressed and the anatomy is special, and it is the view that raa may have been struck when raising stsf to svc. Even though drainage was performed, it did not recover, and pcps was turned in the catheter room to perform thoracotomy on the spot. After drainage, the condition did not recover, and the pcps was turned in the catheter room to open the chest. The cause of the tamponade is that the sl0 sheath that passes through the second one pierces the ivc and ra joints when the brockenbrough struggles. After drainage in the catheter room, the chest was opened while turning the pcps and ivc was sutured. Withdrawal from pcps, the patient's condition is stable and constitutional. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).